Manufacturer narrative:
A service engineer performed a full test of the system and no issues were found. The system was performing within specifications. The surgeon was advised to have settings tweaked before next surgery. A review of the device history record shows the system met specifications. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported that during a cataract procedure, the anterior chamber was unstable and was collapsing. An unexpected anterior vitrectomy was performed.